Event description:
It was reported that preventative maintenance/calibration/system failure back-up audible alarm occurred. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact. The device was cracked on right plunger case. Unable to bypass the backup audible alarm to download the error history log. Backup audible alarm post error was found at power up. The main board does not operate as intended with high profile blue token cap. Preventative maintenance/calibration/system failure back-up audible alarm occurred. No causes or potential causes to the customer's reported problem were found during the device history record review. The root cause of the reported issue could be determined from the device evaluation. Actions/repairs were done to correct the reported issue: replaced main board, performed preventative maintenance and all functional testing.